Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to communicate. The field service engineer (fse) observed that the station was stuck at the basic input/output system (bios) screen and was not booting. The hard drive cable was reseated and the station was rebooted; however, this did not resolve the issue. The serial advanced technology attachment (sata) cable was replaced, but the station still failed to boot. The hard drive was then replaced, but the issue persisted. A second hard drive was installed, and the station booted successfully. After confirming a successful boot, the original station hard drive, which was already configured, was reinstalled. The station booted normally and successfully connected to the server. The fse verified that the station was fully operational and connected to the server, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station would not power on or communicate, drawer device failed to recover and was shown as offline on remote smart service. The customer attempted to reboot the station; however, it became stuck on a blue screen prompted for password credentials, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.